Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-jul-2017, the fse replaced the diluent pump. The most probable cause of the reported event was a diluent pump failure.

Event description:
On (B)(6) 2017, a customer reported error 2012 air detected (diluent) on their aia-360 analyzer. The error was intermittent and increasing in frequency. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of e2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.